Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, a rupture at the access site occurred . A surgical or percutaneous intervention was performed; however the specific intervention was unable to be confirmed. No additional adverse patient effects were reported.